Event description:
It was reported during the trial procedure the pt could not feel stimulation from the lead. The physician repositioned the lead, but the issue persisted. It was reported the impedances were within normal ranges. The physician replaced the lead with a different lead and the stimulation was received.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.